Event description:
A physician reported a pt who was treated for the first time on 4/3/96 to the upper and lower vermilion borders. On 5/13/96, the pt presented with intermittent swelling at all sites of treatment (date of onsert unk). The physician diagnosed a hypersensitivity and prescribed a medrol disepak. The pt was recently seen (date unk) with continuing symptoms.

Manufacturer narrative:
Info was received from FDA's medwatch program, FDA #1013469. An initial medwatch and 3 supplemental reports have been filed for this pt and this event. This report is followup #4. Two e-mails from the pt to the medwatch program dated 09/04/1999 and 09/05/1999, were forwarded by FDA to mcghan medical (formerly collagen aesthetics corp) and received at fremont, ca facility on 02/16/1999. In the e-mail messages the pt recounts symptoms and mentions several new symptoms which were not previously reported to the MFR. Mcghan medical is unable to substantiate any of the newly reported symptoms with a health care professional due to litigation by the pt and advice from the pt's legal counsel that pt not provide any info to mcghan medical. The newly reported symptoms are: interstitial cystitis, hypothyroidism, chills, chronic elevated temperature, and hard nodules on thighs and chest. The pt also alleges, "... Pt also has fibromyalgia as a result of the collagen injections." However, when initially reporting this incident pt listed fibromyalgia as a pre-existing condition, although this was never substantiated by a medical professional.